Event description:
It was reported that during an unknown procedure, the surgeon took down the scalpel and put into neutral saline water after the 3rd firing in one procedure. The titanium tip of the scalpel broke in the water. Another device was opened to complete the procedure, but unexpected noise was found after the 2nd firing with an error code 5 displayed. A third device was used to complete the procedure without incident. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Device a was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Device b was returned with the distal tip of the blade broken off and present. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade broke due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.